Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05778. It was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 330cm rotawire¿ and 1.50mm rotalink¿ plus were selected for use. Test rotation was performed outside the patent's body and the speed was set at 180,000 rpm but rotawire got detached. The procedure was completed with another of the same device. No patient complications reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the body kinked and distal tip kinked. Besides, the guidewire is broken due to rotational wear; one section of the guide wire is inside the rotablator, it was stuck and was not possible to removed. Overall length could not be measured due to device condition. Overall diameter of distal tip, middle of the device, and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The rotawire guidewire has an expected functional life of 5 minutes (total of individual burr run times)." (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05778. It was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 330cm rotawire¿ and 1.50mm rotalink¿ plus were selected for use. Test rotation was performed outside the patent's body and the speed was set at 180,000rpm but rotawire got detached. The procedure was completed with another of the same device. No patient complications reported and patient's status was good.